Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b3: date of event and bsc aware date .

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.